Event description:
It was reported that the 8800 system locked up and had no image during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mono-block and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.